Event description:
It was reported that st-segment elevation occurred. Farawave catheter was selected for pulmonary vein isolation procedure. It was mentioned that when the physician went into the left atrium with the farawave catheter, which was placed in basket position in the left superior pulmonary vein. After the first farawave applications it was pointed out that the patient's exg was showing st-segment elevation. The physician waited around 2 minutes and the st-segment returned to normal. No air observed in patient nor there was any audible sound like air being sucked through the sheath or catheter. As per the physician, the device or procedure cause or contribute to the patient complication. An ending ECG was taken, but the segment elevation resolved on its own. Procedure was completed with the same original device. Patient was fully recovered without additional hospitalization. The st elevation occurred after the first ablations in the lspv.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.